Manufacturer narrative:
Evaluation summary: the product is in transit to be returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately one month following a cataract surgery with an intraocular lens (iol) implant, the patient claimed inflammation. The patient did not recover after given antibiotics. The physician suspected aseptic endophthalmitis. The patient's visual acuity was 1.0. The anterior capsule was confirmed to be blurred. The iol remains implanted. Additional information was provided indicating that the patient was hospitalized and scheduled for iol removal the following day. As of the day the patient was hospitalized, the inflammation was stronger than last week. The inflammation was mainly lymphocytes and a hypopyon was observed. Further information was provided indicating that the endophthalmitis is of an unknown cause following an iol implantation. The inflammation appeared about a week after surgery. There was no improvement after a vitreous injection and antibiotic eye drops. It has an impression different from infectious endophthalmitis such as bacteria, fungi, and viruses, with strong inflammation mainly of lymphocytes and vitreous opacity. The result of examination for malignant lymphoma seem negative. Although the surface of the intraocular lens was clean, inflammatory cells are accumulated in the lens capsule and vitreous opacity was progressing, so I (the physician) suspect non-infectious endophthalmitis (including tass). Thus, I decided to remove the intraocular lens and to excise the capsular bag, and suture the intraocular lens. The iol was removed approximately 3 months after the initial implantation. Additional information was obtained from the physician as follows: iol explant surgery was performed with no problem and postoperative inflammation became light considerably. Since capsular tension ring had been implanted and it was removed too. Both virus pcr test and bacterial culture test were negative. The physician considers that it does not seem to be infectious endophthalmitis. Examination for malignant lymphoma was done just in case, but he also considers that it is unlikely that the patient has malignant lymphoma because there is no characteristic fundus finding. If there is no problem with the patient, he/she will be discharged on wednesday. Further information was provided that the visual acuity was recovered to 0.7. Inflammation became light. Additional information was provided by the physician, who reported that approximately three months after the initial iol implantation, the patient complained of blurry vision in the left eye because of mild inflammation in the anterior chamber that was confirmed. Medication dosage was increased. Two weeks later, the inflammation had reduced, medication dosage was changed. The patient did not visit afterward because he/she was anxious about being infected by covid-19. Three weeks later, the patient visited the facility and complained of blurry vision in the left eye. Strong inflammation in the anterior chamber and vitreous opacity was observed. Over the next two days, the patient was given medication by intravenous drip and medication by subconjunctival injections were administered. The patient was instructed to apply eye drops. During the follow up visits the inflammation was slightly reduced with no change in the vitreous opacity.

Manufacturer narrative:
Evaluation summary: the lens was returned in a vial of liquid. Areas of viscoelastic are observed. The lens has been cut into two pieces across the center of the optic. One portion is chipped on the edge. One haptic is scraped distal area. No foreign material observed in/on the lens. Power and resolution could not be evaluated due to the optic damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported issues. The lens was evaluated and no abnormalities were observed. No foreign material observed in/on the lens. The manufacturer internal reference number is: (B)(4).